Event description:
Reference number: (B)(4). Event occurred in brazil. It was reported that the patient faced an insulin flow blocked alarm event on 22-oct-2025. The blockage was in the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.